Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. Initial inspection showed no damage to the conductor wires. Electrical continuity from pins to grips passed. The grips, knife blade, and blade track all looked clean. The instrument was placed on a system for a functional test. Energy test passed as wet paper towel was held between grips and began to smoke when the seal pedal was pressed. Additional performance testing passed. Failure analysis noted the electrode plate installed on grips was slightly dislodged. Electrical continuity testing was performed and passed. This complaint is being reported due to the report of the instrument not able to seal. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument did not seal. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the nurse at the hospital and obtained clarification regarding the reported event. He stated the vessel sealer instrument did not provide any audible beeps or error messages. The surgeon recognized the instrument was not sealing as there was no tissue effect. He confirmed no injury occurred and the planned procedure was completed. He did not think the vessel was highly calcified or in excessive diameter.